Manufacturer narrative:
Product analysis : the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the lead was returned with the helix fully retracted, see (B)(4). Extension and retraction turns test results of helix were within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted and not implanted. No sufficient sensing values were obtained and the helix also "jumped out." A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.